Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use (IFU), device-related complications and adverse events include, but are not limited to thrombosis or occlusion of device. (B)(64.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a calcified lesion (lesion length is 18cm) in the left superficial femoral artery using two gore® viabahn® endoprostheses. While inserting the delivery catheter through the calcified lesion, the physician felt some resistance, but two endoprostheses were successfully deployed. Angiography revealed good flow through anterior tibial-, posterior tibial, and peroneal arteries, and the patient tolerated the procedure. On (B)(6) 2017, the patient admitted to the hospital due to pain on her left leg. A computed tomography angiography (cta) revealed occlusion of endoprosthesis (it is unknown which of the initially implanted endoprostheses had occluded). The physician performed thrombectomy using a fogarty catheter and balloon angioplasty inside the endoprostheses using a pta balloon catheter. The patient tolerated the reintervention procedure. It was reported by the physician that thrombus had spread through the endoprosthesis, resulting in the occlusion of endoprosthesis.